Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during an unrelated medical procedure this right ventricular (rv) lead exhibited oversensing. In addition, different intracardiac amplitude waveforms were noted. This rv lead remains in service. No adverse patient effects were reported.